Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b3, b5, d8, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error codes b30 occurred due to a leak from the biopsy channel, fluid invasion/corrosion inside the device, and the collapse of the bending section. The conduction likely failed due to the influence of the moisture that invaded from the leaking area and the internal charged coupled device-unit was possibly damaged by some stress on the bending section. The code error e216 was not confirmed. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the issue was found before an unspecified procedure and was not possible to complete the procedure with this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image is visible on the lcd screen monitor. Biopsy channel pierced and leaky a the distal end, moisture ingress found in the video connector, corrosion detected on the plug unit print circuit board as well as on the cable connection, and also on switch flexible printed circuit golden-plated section. In addition, bending section collapsed by pinching, grounding resistance value is out specification. The evaluation confirmed the customer claim which caused electrical continuity issues by water invasion in the scope connector highlighted as a potential adverse event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, the ultrasound probe displayed scope communication error b30 and e216. It's unknown when the issue was reported. There were no reports of patient harm.